Event description:
The clinician reports the implant was inserted (B)(6) 2019 in the patient's mouth. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.